Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6), 2017. They had an arthroscopy and partial synovectomy on (B)(6), 2022. On (B)(6), 2023 they underwent right knee revision surgery, approximately 6 years 1 month after their primary implantation. On (B)(6), 2022 op report: a chlysis of the patellofemoral joint was performed to free up from the patellar entrapment. Scar tissue was removed suprapatellar, medial and lateral gutters and peripatellar. The patient had minimal debris synovitis, which was debrided. On (B)(6), 2023 op report postoperative diagnosis: infection and inflammatory reaction due to internal orthopedic device. Clear fluid was encountered; there was no purulence. Surgeon noted significant scar tissue in both the medial and lateral gutters. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H10. Additional/updated information- b3, b7, d1, d4 catalog #, sn, expiry date, UDI, d6b, g4 510k, h4, h6 health effect - clinical code, medical device problem code, h7, h9. H6. Investigation results-the tibial insert with sn (B)(6) was confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s condition/infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
Explant date: total right knee revision to competitor's devices on (B)(6) 2023.